Event description:
It has been repoted to co that upon attempting to introduce this device the physician was unable to due so, due to the fact that reportedly the sheath of the device kinked. The device was removed and replaced with no further complications. There is no report of pt injury. The device is being returned for co's analysis.